Event description:
It was reported that ongoing intermittent occlusion alarms occurred. There was no adverse impact to the customer's blood glucose level. The customer managed the situation by clearing the alert and resuming insulin; however, due to frequent and recurring occlusion issues, technical support requested a follow-up for additional assistance.